Event description:
Experienced several instances at priming of the heart lung pack where the vernay one-way valve snapped off of the luer lock connection at the top of the arterial filter. In each case the line was replaced with a line from the hospital's stock.